Event description:
It was reported about one week after implant that the patient presented to the emergency department for evaluation. Initial assessment was possible loss of capture and t-wave oversensing (twos) on the patient's right ventricular (rv) lead and possible undersensing on the patient's right atrial (ra) lead. Follow-up determined that the final result was rv lead dislodgement with the rv lead repositioned and remains in use. The physician did not have any product performance allegations with the ra lead, did not recommend any changes, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.